Manufacturer narrative:
Date of event: (B)(6) 2016. Resolution and disposition: upon follow-up, the biomedical engineer indicated that they received the motor controller board and replaced it a couple of weeks ago. The unit has been resolved and back to service.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 ventilator keeps giving an error message of patient circuit occlusion during operational testing. The customer reported that there was no patient involvement.